Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the event. The ventilator passed self-testing.

Event description:
It was reported that the ventilator had a severe occlusion alarm while in used on a patient. The patient was not harmed or injured as a result of the event.